Event description:
A (B)(6) female pt called into zoll lifecor customer support to report that her electrode belt and monitor would not stay connected. The pt was sent a replacement electrode belt and monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval the connector on the trunk cable was found broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt.